Event description:
A nurse reported that during vitrectomy surgery, a vitrectomy connector broke off and new connectors had to be installed. The event resulted in a surgical delay of 30 minutes. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).